Event description:
It was reported that there was a crush of the atrial lead, with high impedance greater than 5000 ohms, but later everything checked out fine. An intermittent or make-break contact was suspected. Additional information was subsequently received reporting that there were high thresholds on the atrial lead and undersensing and high thresholds on the right ventricular lead. Both leads were explanted and replaced. The atrial lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. (B) (4) distal conductor fractured; full lead returned and analyzed.